Event description:
The customer reported v6 was missing.

Manufacturer narrative:
(B)(4). The customer reported v6 was missing. The customer confirmed that the cause was a bad trunk cable and the customer scrapped it. A philips repair technician evaluated the device. The technician ran all the performance assurance tests passed and the device was sent back to the customer for use. As of 03/03/2012, there has been no further calls for this device.